Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen, germany. The investigation of the device is not finished. If an investigation report available, a follow up report will created.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): over infusion. Device set up for a 4 hour blood infusion but finished after 1 hour.

Manufacturer narrative:
Exemption number e2016018. B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4), result of examination: during the analysis of the history log files a flow deviation could not be comprehended. The sample was subjected to a visual and functional examination. During the visual inspection of the infusomat space, all cover caps on the screw pillars as well as the seal on the lower housing were available and undamaged. The device shows age related signs of wear and tear, but no visible damages could be detected. As part of the functional check the self test of the infusomat space could be successfully performed. It was possible to bring the pump in operation. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal delivery rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured with a value of +0,13 %. This value is inside the instruction for use predefined performance characteristic of the device. The downstream sensor was checked. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). By an inside investigation it could be detected a damaged holder of the pump frame and some residues of liquid. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification.